Manufacturer narrative:
This complaint is confirmed. The complaint device was not returned for investigation, however pictures were provided of the complaint device. Review of the pictures shows damage to the distal end of the shaft of the ar-7300sr, and appears to have some portion of the shaft broken off at the distal end. The complaint device was not returned for investigation so the cause of the breakage could not be determined, however this type of breakage is typically caused by prying, angling and/or leveraging of the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a osg arthroscopy the shaver di not run properly and something broke off. The shaver did not came in contact with the bone and was only used for the soft tissue resection. The surgeon was able to retrieve the part out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.